Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, a crease fold, yellow particles inside of the device, and a wear abrasion. Leak test was performed and found an opening on the anterior side. A microscopic analysis was performed which identified one sharp opening on the anterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on anterior assessed as unidentified (tear) opening.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. The device remains implanted.